Event description:
Multiple burned 3-0 white mersilene sutures used in deep layer (smas) of face lift procedure. Pt has over time develoed large, inflammed supporting & non-supporting nodular lesions at each suture location necessitating surgical removal of scleral. Cultures & sensitivity have shown no organisms & no growth on culture.